Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reload the existing cartridge and resumed insulin therapy. Customer's blood glucose level was not adversely impacted. Customer then received cartridge change error alarm, blood glucose was not adversely impacted. Customer will use mdi for insulin therapy.